Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not cut and broke apart upon removal. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.